Manufacturer narrative:
Collamer®ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4) - no known consequences or impact to the patient; torn material. (B)(4).

Manufacturer narrative:
Results: visual inspection of the returned product showed the lens was received in liquid and both the haptics and optic was torn. (B)(4).

Event description:
The customer reported the haptic of the +23.5 diopter cc4204a single piece collamer lens was damaged during insertion into the patients eye. The lens was removed and replaced without any patient injury. The reporter stated the event was due to a loading error by the tech. Since then the tech has been retrained.